Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon receipt, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Two segments of lead were returned. One segment included the proximal shocking coil and the remainder of the lead to the distal tip. The second segment was a mid-body section of lead. On one end of this segment, visual inspection confirmed insulation damage. The damage consisted of a trilumen insulation abrasion through to the lumen of the rate/sense negative (r/s-) coil. Of note, the coil remained encased in the inner insulation and was not found to be externalized from the insulation. The damage appears consistent with clavicular/first-rib entrapment.

Event description:
Boston scientific received information that during a follow up visit, the patient reported having experienced an inappropriate shock. Interrogation of this right ventricular lead displayed impedance measurements had decreased to a low out of range measurement. Threshold measurements were also increased and noise was noted. A revision procedure was performed. Visual observation revealed the lead conductor was externalized. Insulation damage was suspected. The lead was replaced successfully. No adverse patient effects were reported.